Manufacturer narrative:
Loose upper lift housing bolts.

Event description:
It was reported by service report that the head-end would not fully descend. No patient involvement or adverse consequences were reported.